Event description:
The pt contacted lfs alleging that his fast take meter was prompting the error 1 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked the pt through a repeat test and the error 1 prompt continued to display. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.